Event description:
A consumer reported seeing flickering following intraocular lens (iol) implant surgery. The consumer would not release the name of the surgeon; therefore, follow up could not be conducted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The consumer would not release the name of the surgeon; therefore, follow up could not be conducted. (B)(4).